Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: nail (part and lot unknown, quantity 1); blade (part and lot unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one, unknown screw associated an unknown tfna system. (Therapy date): exact date of implant is unknown and was reported only as (B)(6) 2016. Date of explant is unknown. The complaint device is not expected to be returned to the synthes manufacturer for evaluation . (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery was performed on an unknown date to address the post-operative "cut out" of an unknown screw associated with an unknown trochanteric fixation nail - advanced (tfna) system. It was further reported by the surgeon that there was deformation of the locking mechanism. The surgeon stated that the issue was caused by a technique error with regard to the fracture reduction. It exact date of the initial implant is unknown but was performed during (B)(6) 2016. The revision surgery was successfully completed. This report is 1 of 1 for (B)(4).